Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3638-1 was received for investigation. Upon visual evaluation, it was noted that the suture was frayed and that the metal tip was broken. No fragments were received for evaluation. Functional testing was not performed due to damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure is a user error of the device due to improper bone preparation and/or excessive force used during suture passing/tightening tensioning.

Event description:
It was reported that during an arthroscopic surgery the suture broke while tightening the loop. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.